Event description:
Pt develop apparent burn on buttock after abdominal surgical procedure. Suspect burn due to use of electrical surgical unit (bovie). Pt required subsequent surgery for debridement of wound.